Event description:
Unfortunately, no sample was returned for analysis. A check of this lot number revealed no other reports of this nature. We were unable to attribute the event to our device. We advised the account that the sets may tint slightly after extended exposure to ultra-violet light.